Event description:
A physician reported a pt was originally double skin tested in the forearms on 6/12/1998 and on 6/29/1998 with negative results. The pt received her second treatment on 8/25/1998 in the priorbital fine lines. On 9/9/1998, the pt phoned to report the onset of purple lines and swelling at the periorbital treatment sites. On 10/7/1998, the physician noted "pink-purple" lines at the treatment sites; and redness and swelling at the original (right forearm) skin test site. The pt stated the symptoms at the treatment sites had been intermittent. The physician prescribed ibuprophen, head elevation, and advised not sleeping on her face. The physician believed the symptoms were hypersensitivity related.